Event description:
It was reported that the patients leads had migrated which resulted in minimal pain relief. Migration was confirmed through xray. The patients leads also had high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted devices will not be returned per facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317700 model: sc-2317-70 serial: (B)(6). Batch: 7084014.